Event description:
No additional information received from customer.

Manufacturer narrative:
Device returned and reported event was not confirmed. Based on the results of the investigation a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber of the biopsy channel on the cysto-nephro videoscope came off. There were no reports of patient harm.